Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level and insulin pump was not working. The customer¿s blood glucose level was 475 mg/dl. Customer was treated with insulin pump. Customer reported that the insulin pump system was not used within 48 hours of reported event. Customer alleging insulin pump was under delivering because customer treated with insulin pump and blood glucose level was not went down. Customer reported that the basal rates and bolus wizard were programmed accurately. Customer performed displacement test and it was passed. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's instructions. The insulin pump will not be returned for analysis.